Event description:
It was reported that the customer had a hospitalization due to a button error alarm. Customer's blood glucose level was 130 mg/dl. The customer did not provide any details relating to the hospitalization. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.